Event description:
A customer reported that they observed a 30 ml clenz fluid leak coming from an unicel dxh 800 coulter cellular analysis system. The leak had originated from under the mix chambers of the unicel dxh 800 coulter cellular analysis system that subsequently spilled out onto the input buffer and onto the floor. The healthcare worker interfacing with the machine was wearing personal protective equipment, which included a lab coat and gloves, at the time of occurrence. There was no chemical exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death, injury or modification to patient treatment was associated with this event. There was an exposure plan in place at the facility and the material safety data sheet was available.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) found the differential mix chamber was overflowing during instrument shutdown. The fse cleaned a clot and stopper out of the differential chamber. The fse also cleaned the other chambers and waste system. The nucleated red blood cell, reticulocyte and stain chambers were also cleaned as a preventative measure. In addition, a waste system cleaning was performed to clean out dried blood from the area used to collect probe waste. The fse then verified the repair per established procedures and controls were executed with generated acceptable results. Upon the completion of the necessary and verified repairs the instrument was returned back into service. Beckman coulter has issued a notification letter to associated customers. An beckman coulter investigation regarding this issue is currently underway. (B)(4).